Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's motor was required to recalibrate to address the issue. Additionally, device¿s air inlet filter missing, replacement required. Device¿s firmware 1.05.02, to be upgraded to 1.06.05.